Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found that load cell 1 was defective and a replacement was required. After replacement of the defective part, the platform was further tested for 30 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. No physical damage was noted during visual inspection. In addition, unrelated to the reported complaint, sticky clutch was observed. The clutch plate was deburred to address the issue. Review of the archive data indicated error message (ua 07) on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No further information was provided. There was no report of patient involvement.